Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va055f0, implanted: (B)(6) 2013, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is not happy with their device at all and are going on their fourth revision. It was noted they are going to be ¿putting more leads in¿ and they have been in so much pain. It was reported the patient has rsd, bad neck and shoulder and upper body issues. It was reported it worked for a while but then they always ¿break or quit or something happens¿. It was reported the patient just wants to have ¿the thing pulled out because they are sick of it¿. **information omitted pertaining to multiple events (B)(4). These events are not related**

Event description:
Additional information received reported that while the patient was going on the fourth revision, the patient would need a fifth revision, which the patient¿s healthcare provider (hcp) was not willing to do. Another hcp was said to have been willing to remove the patient¿s implant. The patient¿s implant was said to have failed in february as the patient was noted to be a ¿tall guy¿ and the hcp hadn¿t ¿pulled a loop for relief¿ and thus the lead broke. All of the patient¿s electrodes were noted to have not been working. The lead had ¿pulled out multiple times.¿ the patient¿s hcp had given the patient injections in the ¿occipital nerve,¿ which ¿seemed to help relieve the patient¿s pain.¿ an ¿occipital implant¿ was suggested by the patient¿s hcp, but the patient¿s insurance had denied payment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.